Event description:
Clear care contact lens cleaner, I complained to the company over 5 years ago when I accidentally used the product and didn't rinse the lens afterwards or use the case. Does the case alone reduce the peroxide in the lens? The operator said the labeling was "good enough." I always figured a lawyer would one day burn his or her eyes and then a lawsuit would be filed. The pain and lose of loss vision I experienced was beyond belief. (B)(4) sells a product that is a public danger. Medication not administered to or used by the pt. Outcome: visit to clinic/doctor. Call to poison control center. Where did the error occur: pt's home. The box should be changed and the bottle should be changed to not look like lens cleaner - it isn't lens cleaner - it is lens disinfectant and should say no in big letters. The bottle should be square, and the box should be colored different at a minimum. The top which dispenses the liquid should only fit in the special case so that you would only dispense it in the special case (does the case alone reduce the peroxide in the lens? Who knows. I will never use the product again. Relevant materials not provided. (B)(4).